Event description:
It was reported that the pt experienced excessive pain. The pt felt that the pump had finally failed completely. The pt was going to go to the emergency room. The pt was taking (2) 4 mg tablets of dilaudid every 4 1/2-5 hour since (B)(6) 2010, with only minimal pain relief. The pt had been taking 4mg dilaudid tablets on a regular basis since winter. It was later reported that the pt felt like before he had the pump. The pt went to the doctor and she increased the medications by 30%. The pt was going back to the doctor to see if the pump needed to be replaced. The drug contained in the pump was not reported.

Manufacturer narrative:
(B)(4)